Manufacturer narrative:
Citation: myers et al. Cylinder mitral and tricuspid valve replacement in neonates and small children. Eur j cardiothorac surg. 2020 nov 1;58(5):964-968. Doi: 10.1093/ejcts/ezaa196. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding cylinder mitral and tricuspid valve replacement in neonates and small children. All data were collected from a single center between 2005 and 2018. The study population included eight patients (4 female and 4 male; mean age 6.9 months), all of whom were implanted with medtronic contegra valved-conduit (unique device identifier numbers not provided) tailor-mounted inside of a non-medtronic tube graft for mitral valve replacement. Among all patients, three deaths occurred due to low cardiac output. All three patients had significant associated lesions: severe neonatal ebstein¿s, pulmonary artery-intact ventricular septum, biventricular conversion from norwood stage 1. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: one stenosis requiring balloon dilatation; one ¿significant¿ paravalvular leak requiring reoperation; two interventions for an unspecified reason to replace the mitral cylinder valve with a 16-mm mechanical valve at 9 and 20 months. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/authors stated that: 1) medtronic product did not cause or contribute to the observed adverse events, 2) the stenosis requiring balloon dilatation was due to somatic growth of the young patient, and 3) the two interventions to replace the mitral cylinder valve with mechanical valves were planned replacements due to somatic growth of young patients who had grown enough to accommodate an on-label mechanical prosthesis. Finally, no unique device identifier numbers were available, and no explanted devices were available to be returned for physical analysis.